Event description:
It was reported that this recently implanted pacemaker exhibited high pacing thresholds, decrease in amplitude for the r-waves and oversensed crosstalk signals. Technical services (ts) recommended to adjust sensitivity and threshold settings. No adverse patient effects were reported. This pacemaker remains in service.